Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient had initial implant of a bifurcated and an aortic extension, the initial implant date is unknown. During follow up visit physician identified the original graft had separated and its overlap was creating a possible type 3a endoleak. The physician elected to implant an infrarenal aortic extension and the extension was inserted between the original grafts, sealing the leak.

Manufacturer narrative:
Updated: four sections.